Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker battery exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion/longevity anomaly was not confirmed. Final analysis found a false elective replacement alert consistent with the device being auto-capture and high output mode. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.